Manufacturer narrative:
(B)(4).

Event description:
It was reported the case was extended more than 30 minutes during the final tightening of the "a" frame, when the bolt of the 4 hole multi-pin clamp broke. This caused the entire construct to loosen and need to be redone.